Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 30th of october 2024 and 30th of october 2025 recorded a stable pacing impedance of 600 ohms and an initial shock impedance of 75 ohms with multiple abrupt increases to >150 ohms from september 2025 until the end of the recordings. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that high shock impedance, indicating a possible lead fracture, was noted via home monitoring. Should additional information be received, this file will be updated.